Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during anastomosis in  a laparoscopic rectum resection procedure, there was difficulty closing the device, the anvil did not properly closed. There is also difficulty removing the anvil from the clamp. It was noted that the surgery got delayed for less than 30 minutes. To resolve the issue, a new device was used. There was no patient injury.